Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the svc (superior vena cava) coil of the lead was buckling, and the lead could not be repositioned in the right ventricle. It was noted that the physician felt the lead was catching on something and could not be positioned appropriately. The physician then decided to remove the lead to inspect it but could not do so as the lead would not pull back through the introducer. The physician then decided to remove the lead and introducer together and regain access. Upon physical inspection of the lead once it was removed it appeared that one end of svc coil fractured and uncoiled slightly away from the lead body. The lead was not used and a different lead was implanted instead. No patient complications have been reported as a result of this event.